Event description:
During an in-clinic follow-up, post-paced t-wave oversensing (pptwos) was detected on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed, however additional episodes were observed after the reprogramming was performed. No further intervention has been performed at this time.